Event description:
The customer reported that the patient called hospital 6 days after MRI examination and claimed to have received a 4 inch second degree burn on the upper leg.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.